Event description:
A monopolar electrosurgical connecting cable sparked and burned during a laparoscopic cholecystectomy procedure. The damage was at the end of the cord closest to the generator and the cord was separated at that point. No injuries occurred. Another cable was used to complete the case.